Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device separated into two pieces during charging, with the screen remaining operational and the user taping the housing together; the device appeared functional and the user planned to return it. Symptoms included no injury. Outcomes included no clinical impact, no alarms, and continued device use until replacement. Investigation included customer interview, device replacement logistics, and education on proper device handling and management. Investigation of this case revealed a screen bezel or enclosure separation consistent with hardware housing failure, without evidence of software malfunction or alert generation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device housing due to handling or stress during charging.